Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of and treatment for the peritonitis were not reported. The patient presented to the emergency room and was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and physioneal/extraneal therapies were ongoing. No additional information is available.